Event description:
It was reported that fluid wouldn't flow through the bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter: "fluids don't go through this lot's q-sytes. With pressure little bit flows but with free drop nothing goes through."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid wouldn't flow through the bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter: "fluids don't go through this lot's q-sytes. With pressure little bit flows but with free drop nothing goes through."